Event description:
Av graft packs had contaminated lap sponges. Chole's packs had contaminated raytec gauze. The lap sponges found in the phs packs are made by medical action. Vendor item #:430400040. Description: sponge, lap 18x18 pre-washed. Warehousing: china. The raytec found in the phs packs are made by covidien - kendall. Vendor item #: (B)(4). Description: raytec 4x4 sterile. Focusing on covidien for the raytec since more occurrences:phs pack address: (B)(4). Same reporter in mw5043161- mw5043178.